Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console used during the cataract surgery. The system would not exhibit the vacuum and aspiration issues and system switching from chop setting back to pre-phacoemulsification mode repeatedly on its own without foot pedal being depressed. The details of the patient health impact have not been reported. Additional information has been requested but is not available at the time of this report. Additional information received that reported vacuum and aspiration issues occurred during the phacoemulsification (phaco) and non-phaco modes. And patient experienced the chamber instability and iris prolapse. The surgery resulted in intraocular lens subluxated into the posterior chamber and the capsule lost integrity at the end of the procedure. The current outcome of the patient condition was unknown.